Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were observed during use of an unspecified quantity of one-link needle-free IV connectors. This occurred while using the devices with chemotherapy medication; however, prior to patient use. There was no patient involvement. No additional information is available.